Event description:
Getinge became aware of an issue involving one of our tables ¿ 770001b2 corin mobile operating table. While pushing a table to the side of the theatre, the base of the table caught the nurse¿s foot, injuring her big toe. The nurse attended the emergency department, where the toe was cleaned and dressed. She was advised that she is likely to lose the toenail completely, as it was partially torn from the nail bed. No other injuries were reported. We have decided to report the issue due to the serious injury sustained by the user.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1 initial reporter: (B)(6). E1 event site postal code: (B)(6).